Event description:
It was reported that the vns patient was experiencing an increase in depression and needed her device settings increased. No further information relevant to the event has been received to date.

Event description:
Additional information was received stating that the vns patient felt her depression had returned back to pre-vns baseline levels and believed her device was no longer effective in treating her depression. The physician stated that the patient¿s device was still therapeutic but elected to temporarily disable the patient¿s device to determine if there would be any changes to the patient¿s symptoms. The patient¿s device was recently tested and both normal mode and system diagnostic results showed normal device function.

Manufacturer narrative:
.